Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a hypoglycemic event with a lowest blood glucose of 49 mg/dl for approximately 60 minutes while using the ilet bionic pancreas; the user reported normal meal announcements, limited data visibility due to lack of smartphone access, and absence of recent device reports after a sensor change. Symptoms included sweating, feeling hot, and fuzzy vision. Outcomes included self-treatment and recovery after oral glucose per nurse guidance, with no hospitalization or ketone testing. Investigation included review of device history, insulin delivery, and user-reported use patterns, along with troubleshooting and education. Investigation of this case revealed no confirmed device malfunction and an undetermined cause of hypoglycemia. It was concluded that the event was user-experienced hypoglycemia with cause unclear, resolved with oral glucose and education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.